Event description:
Pump declared alarm 20 during pumping, causing no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer planned to use multiple daily injections as a backup therapy. Tandem technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions to put the pump into storage mode before returning it with a pre-paid label within 10 days.